Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation summary: the photograph provided was reviewed, however the information that the image provided was not enough to confirm the allegation. Information such as the lot number can be seen in the image. The overall complaint was unconfirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: product investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the bonelev short narrow tip w/8 with small white marks, some signs of corrosion is also seen in the device. Based on the available information, a definitive root cause cannot be determined for the observed condition of the handle. However, it is suspected proper cleaning and/or sterilization process was not performed with the device. Please refer IFU for correct sterilization process. A dimensional inspection was not performed due to post manufacturing damage. A functional evaluation was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Based on the investigation findings, the potential cause cannot be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6: device history record (DHR) review: part number: 399.200, lot number: 4409p63 , manufacturing site: tuttlingen, release to warehouse date: 27-feb-2023. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument showed some damages (erosion) after 3 sterilization cycles. It happened in the sterilization center, not in the surgery room. There was no patient involvement. This report is for one (1) bonelev short narrow tip w/8. This is report 1 of 1 for complaint (B)(4).